Event description:
The user facility reported the jaws to their raptor grasping device would not reopen during a patient procedure. Another modality was utilized to complete the procedure with report of delay. No report of injury.

Manufacturer narrative:
The device was returned to steris endoscopy for evaluation however, it was identified that only part of the raptor grasping device was returned. Without the return of the full device, a root cause could not be determined. The instructions for use packet (IFU 731747) provides the following information to the user, "actuate the device by moving the slider on the handle back and forth to confirm that the grasping jaws open and close smoothly. If the unit does not function properly, or there is evidence of damage (e.g. Bends, kinks, misshapen jaws, misaligned jaws, exposed wires) do not use this product and contact your local product specialist. Do not use excessive force on the handle and do not coil the catheter outside of the endoscope. Excessive force or coiling may damage the device or damage the endoscope and may result in accidental injury to the patient or clinician. The following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force. Attempting to pass or open the device in an extremely articulated endoscope. Attempting to actuate the device in an extremely coiled position. Actuating the device when the handle is at an acute angle in relation to the sheath.". The device history record of the lot subject of the event was reviewed and no abnormalities were found. A 3-year complaint review indicates this to be an isolated event. A follow-up MDR shall be submitted should additional information become available. No additional issues have been reported.